Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated she is asymptomatic when she is low. She stated the cgm was displaying 53 mg/dl. She drank orange juice based on the cgm value. The patient stated she started vomiting the juice and was taken to the hospital. A bg value was checked and it was 17 mg/dl. The patient was treated with glucagon and was released from the hospital after 8-10 mg/dl. Upon discharge, the patient's bg was 200 mg/dl. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.